Event description:
The patient's age was unknown, but was a male. The target lesion was the proximal to distal circumflex. The lesion was de novo. The vessel was not calcified, but was slightly tortuous. There was 90% stenosis. The procedure was to implant 2 cypher stents at the target lesion. Pre-dilation was conducted with a hiryu 2.5 x 10mm balloon. Initially, the 1st cypher (size unknown) was implanted at the distal circumflex. The 2nd cypher stent (3.5 x 18 mm) was delivered to the target lesion at the proximal circumflex and was being inflated at the target lesion, but the stent did not dilate at all. Therefore, the cypher was retrieved from the patient and 2 additional cyphers stents (size unknown) were implanted at the proximal circumflex. The procedure was finished successfully. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis because the product was discarded by the hospital due to the patient's infectious disease. It is unknown if there was contrast medium leakage from the sds, which may have contributed to the inflation difficulty.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.